Event description:
It was reported that during an assisted da-vinci inguinal hernia procedure, the permanent cautery hook instrument was plugged in and the green cord would not work. The customer tried another green cord, still the instrument would not work. The customer switched to back up permanent cautery hook instrument and it worked fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not work, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failure analysis investigations replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The conductor wire was broken at the distal yaw pulley. The instrument was unable to produce energy due to the breakage. The instrument failed the electric continuity test. No signs of thermal damage were observed. The root cause is attributed to component failure. This complaint is reportable malfunction event due to the following conclusion: the instrument had conductor wire damage. The damage/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The permanent cautery hook instrument was further investigated by the intuitive surgical, inc. (Isi) failure analysis engineering (fae) team and confirmed the initial failure analysis finding of broken conductor wire at the distal end. The instrument was also reviewed by the isi design engineering and there was no repetitive failure mode observed.

Event description:
Refer to h10/h11 for follow-up information.